Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set lipid line disconnected from the filter during use. The following information was provided by the initial reporter: "as I turned patient I noted the lipid line was disconnected from the filter. Turned off lipids, disconnected line and gave to coordinator."

Manufacturer narrative:
Investigation summary: a complaint of filter disconnection was received from the customer. One sample was returned for investigation through visual inspection the customer complaint was confirmed. The tubing had separated from the top part of the filter. No damage was seen of the tubing or the filter connection component. A yellow/ brown substance covered the tip of the tubing making it difficult to determine if solvent was present or not. A device history record review for model 10010453 lot number 21026482 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 20feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause could not be determined, but most likely this defect was caused by an insufficient amount of solvent being added to the connection site. The manufacturing site has been notified of this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.